Manufacturer narrative:
Siemens healthcare investigated the reported issue in detail. It was stated that the plastic cover on the monitor arm fell off during an examination. The patient was hit by one half of the cover, resulting in a small scratch above the eyebrow. According to the available information, no medical intervention was required. Further information was provided that the operator knocked off the cover by smashing the two arms of the monitor boom together. The affected cover consists of two half-shells, each weighing 100g. As the cover was hit at such an angle and with such intensity, both parts of the cover broke off and fell. After clarification with the supplier of the monitor arm (third-party) it was confirmed that the issue occurred due to extreme force being applied to the cover during the crash of the arms. No similar issues are known. To avoid damage to property, there is a note in the operator manual from the supplier of the affected monitor suspension arm to pay special attention when moving the suspension system. Since no general problem was identified the complaint is closed without further measures.

Manufacturer narrative:
Manufacture¿s preliminary analysis: user contribution is considered the main cause for the complaint issue. There is a not in the system¿s user manual regarding the support arm, to move the suspension system carefully. The cover has been sequestered by the customer facility¿s risk management department. It is not known if the complaint cover will be made available for evaluation. The swivel arm was not damaged during the incident and is in working condition. New covers are on order and will be replaced. Initial corrective actions/preventative actions implemented by the manufacturer: the investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.

Event description:
The two plastic covers on the joint of the monitor support arm feel off during an examination. One of the plastic covers hit the patient on the table above the eyebrow. The weight of the cover is approximately 100g. No medical intervention was necessary. The two arms normally swivel past each other when being moved by the operator. In this case, the arms hit each other, with the cover of the joint hitting the cover of the lower part of the arm. The support arm itself was not damaged and is working condition. The force was high enough for the covers to come apart and be knocked off the arm joint.